Event description:
Complainant alleged that while attempting to cardiovert a pt, the device emitted a "popping noise" during the second discharge of energy. The third charge was delivered without any abnormalities; however, during the fourth discharge, a "much louder popping noise" was heard, allegedly from within the device. At this time, the clinicians ended the cardioversion treatment. The facility biomedical department indicated that when the device was checked, it was unable to charge or discharge, and the device powered up to a green dot in the center of the display. When the device was opened, the pt relay appeared to have imploded.